Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound infection with hospitalization that allegedly required multiple surgeries is related to v.a.c.® therapy. Multiple unsuccessful attempts have been made to get additional information regarding the alleged event, but no further information has been received at this time. Device labeling, available in print and online, states: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient: the patient alleged that while on v.a.c. Therapy in (B)(6) 2015, the unit was not suctioning the drainage out of the wound, which allegedly caused an infection to develop resulting in a lengthy hospital stay and multiple surgeries. No additional information has been received after multiple attempts to gain additional information from the patient's healthcare providers. On (B)(6) 2016, kci quality engineering (qe) completed a kci record review which determined the device with cords passed quality control (qc) checks and met specifications on (B)(6) 2015 before placement with the patient. The device was delivered to the patient on (B)(6) 2015. Since the reported event, multiple unsuccessful attempts to retrieve the device have been made. To date, this device is unavailable for evaluation. This customer complaint could not be substantiated by kci quality engineering.